Event description:
It was stated that the insulin pump alarmed button error, then had a blank display. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.